Manufacturer narrative:
Additional information received on february 8th, 2017 indicated that the patient does not have a history of confusion or depression and does not have any dexterity issues or issues with managing equipment. The user did not apply excessive force when connecting the power sources to the controller. The controller had not been dropped or sustained any damage. The patient was further educated on equipment management. The patient was discharged home the same day following the controller exchange. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient passed out due to a loss of power. Additionally, it was reported that the controller had loose connectors. One controller  was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the controller revealed that the unit passed functional testing but failed visual inspection due to a loose power port 1 and serial port connector. The loose power port 1 connector did not affect the ability of the controller to adequately accept uninterrupted power from a power source. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. A review of the event log file confirmed that there was a controller power up on (B)(6) 2017 at 16:26:02. The data point prior to the controller power up event revealed that at 16:15:22, the controller was connected to (B)(4) was connected to power port 1 with 25% relative state of charge (rsoc) and a controller ac adapter connected to power port 2.  The controller log files then registered a controller power-up event at 16:26:02 and a motor start at 16:26:08.  After which, the data logs show that at 16:41:01, a new battery ((B)(4)) with 93% rsoc was connected to power port 1 and battery (B)(4) with 96% rsoc was connected to power port 2.  The logs also show that the battery in power port 1 was replaced by (B)(4) in that proximity.  There were no alarms logged, which suggest that an disconnection of both power sources could have occurred between 16:15:22 and 16:26:02. Based on the available information, the most likely root cause of the reported "complete power disconnect" can be attributed to a disconnection of both power sources.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
A report was received that the patient presented to the emergency room on (B)(6) 2017 after passing out due to a complete power disconnect. The patient complained of lightheadedness and nausea. The vad technician noted the controller had two loose power connectors. The controller was exchanged at bedside. It was last reported that the patient was discharged. Controller log files were sent. Preliminary log file analysis confirmed 1 controller power up and motor start event logged on (B)(6) 2017 at 16:26 indicating both power sources were disconnected. No further information was provided.